Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At a routine follow-up appointment in situ testing revealed some affected channels. Speech perception had improved on some tasks and was inconsistent on other tasks. The child did hit his contra-lateral cheek in (B)(6) 2018, but otherwise there is no other report of accident or trauma. Re-implantation is not planned at this time.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number (exemption number e2015033). Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. The device remains implanted but not in use.

Event description:
At a routine follow-up appointment in situ testing revealed some affected channels. Speech perception had improved on some tasks and was inconsistent on other tasks. The child did hit his contra-lateral cheek in (B)(4) 2018, but otherwise there is no other report of accident or trauma. Re-implantation is not planned at this time.